Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported not feeling well so the health care professional (hcp) checked the trans telephonic monitoring data and noted long pauses were present. The patient was brought in and the device interrogated where a lead safety switch (lss) was noted for low out-of-range (oor) pacing impedances on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and suggested changing the programming to alleviate these issues. The patient had temporary patches places and then was taken to the operating room. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the device was explanted approximately two years later and returned for analysis. No adverse patient effects were reported.